Manufacturer narrative:
No evidence of device malfunction after review of cycler logfiles. Cycler has not yet been received for eval. Investigation of device is on-going at this time. A f/u report will be submitted.

Event description:
Following a routine hemodialysis treatment, it was reported that the entire volume of dialysate was not delivered and that this occurred on several previous treatments. Pt was hospitalized on 05/31 for a k+ in the (B) (6). Pt received hemodialysis treatments during hospitalization and was discharged on 06/05, k+ was 4.5. No other medical intervention was reported.